Event description:
It was reported to boston scientific corp that in 2008, a pt underwent placement of the obtryx mid-urethral sling. During the placement procedure, the complainant indicated that the physician "may have button-holed the right side of the pt's vagina, but the physician was able to cover up the possible exposure with mucosa". The sling placement was completed with no apparent complications for the pt. When the pt returned for a follow up appointment it was reported that the mesh was exposed on the "pt's left side." Add'l follow up indicated that the physician took the pt back to the or, date unk, and used the mucosal lining to cover the exposed mesh. There were no further complications reported.

Manufacturer narrative:
The complainant indicated that the device remains implanted and therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined.